Event description:
It was reported that upon reviewing a patient's x-ray images and a lengthening session, their precice nail appeared to be damaged. The physician revised the nail with a new precice nail, without incident.